Manufacturer narrative:
H6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device fractured across the largest through hole and thinnest cross section. The device shows heavy signs of wear on one side of the through hole at the point of the fracture. All pieces were returned. The clinical medical investigation concluded that this complaint from japan reports the breakage of an inter tan nail requiring a revision. A total hip arthroplasty and plates were applied. Smith and nephew has not received adequate materials (operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes for this event could include a traumatic injury or procedural error. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported the revision surgery was performed due to the intertan nail breakage. The primary surgery was performed on (B)(6) 2020. The device will be returned for evaluation. Apart from the intertan 10s 10mm x 26cm 125d left, a lag/comp screw kit 90/85, a trigen low profile screw 5.0mm x 30mm, a trigen low profile screw 5.0mm x 32.5mm and a acc 2.0mm cocr cable w/clamp were also explanted from the patient.